Manufacturer narrative:
Investigation into this event found that the laboratory is performing duplicate testing as stated in the trop I instructions for use. The falsely elevated result did not match results from multiple other samples from the same patient. However, the erroneous results for this sample were repeatable between replicates, and were reproducible on a subsequent day. Datalogger analysis did not identify any instrument malfunction. The most likely root cause of the event is sample contamination, although this conclusion could not be definitively confirmed.

Event description:
A customer observed falsely elevated troponin I results on one patient sample. The result was reported, and questioned by a health professional. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.